Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515048200, lot number 62813466, identified no relevant deviations or anomalies. Product examination could not be performed as the product was not returned for this complaint. However, pictures provided by the customer show that one of the units had a battery leak. Although, the other unit did no show any problem. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device didn't work during surgery. It had too little pulse and power. Investigation results concluded that one of the batteries had a leak. No adverse events were reported as a result of this malfunction.